Event description:
A customer contacted beckman coulter inc., (bec) and reported that they observed a clear fluid leak in the tubing through valve 115 (vl115) on the coulter lh 750 slidemaker. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. No one sought medical attention. The material safety data sheet (msds) was not reviewed. There is a risk management/exposure control plan in place at the facility. Patient results were not affected. There were no discrepant results reported. There was no change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) was dispatched on (B)(4) 2012, for this event. The fse inspected the instrument and found a pinhole leak was actually at valve 114 (vl114). The fse replaced the tubing at vl114 to resolve the leak. Service activity was verified to meet specified requirements per established procedures. Results met published performance specifications. Failure mode for this event is a pinhole leak in tubing at valve 114. (B)(4).